Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4+ tricuspid regurgitation (tr). The patient had had a complete eustachian (EU) valve that arose from the inferior vena cava and connected to the posterior wall near the coronary sinus. When attempting to steer around the EU valve, the clip got caught on the EU valve. Trouble shooting was performed and the clip was freed and removed as tissue was noted inside the clip. A new cds was inserted and the clip was successfully deployed on the anterior/septal leaflets, reducing tr to <1. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Additionally, the IFU states that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. All available information was investigated and the reported difficult to remove the clip delivery system (cds) from the patient anatomy appears to be related to the usage of mitraclip at an unintended location as the device is not designed and intended to repair tricuspid valve and due to challenging patient morphology/pathology. The reported tissue damage appears to be a result of procedural conditions of difficulty removing the clip from the patient eustachian valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.